Event description:
The customer reported to olympus, the high intensity mode not working on the visera pro xenon light source. Upon inspection and testing of the returned unit, a scorched inlet fuse box was discovered. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the output connector (light guide connection part) high brightness detection part was broken, so it does not go into high brightness mode and the xenon lamp was worn out and the light intensity was reduced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported it occurred during a therapeutic purposes procedure. There was no delay in the procedure, but the treatment was under general anesthesia. The surgery was completed without device replacement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation, device history record review and additional information provided by the customer. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause could not be determined. The investigation determined failure in the high-intensity detection section, and there was a decrease in light intensity due to exhaustion of the xenon lamp. The cause of the fault could not be identified since further information was not available. Olympus will continue to monitor the field performance of this device.